Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low circuit leak and low minute ventilation. The ventilator¿s airflow was weak and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. Testing was performed for inspections but no anomaly was found in the device. The device was disassembled and the inside was inspected; the result was that no anomaly was observed.

Event description:
The manufacturer received information alleging a ventilator was alarming for low circuit leak and low minute ventilation. The ventilator¿s airflow was weak and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low circuit leak and low minute ventilation. The ventilator¿s airflow was weak and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. Testing was performed for inspections, but no anomaly was found in the device. The device was disassembled, and the inside was inspected; the result was that no anomaly was observed. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.